Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box data showed one unexplained reboot on (B)(6) 2015. A visual inspection of the pump showed moisture corrosion in the battery compartment. The battery compartment was intact. The returned battery cap was able to fully attach on to the pump. The pump was exercised for 24 hours with no power loss. The pump passed a leak test. The pump cover was opened and moisture contamination was found on the power circuit and the continuous glucose monitoring circuit. The complaint was not duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump lost power and that there was moisture in the battery compartment. There was reportedly no damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.